Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the spare light being on was likely caused by the main lamp reached the end of its service life and needed to be replaced, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was advised that the main life indicator was at maximum, and the main lamp needed to be replaced. The customer was provided the part number to resolve the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, the spare lamp was on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.